Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a lead impedance out of range alert due to the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. It was also noted that the impedance trend on the rv (right ventricular) defibrillation coil was rising.

Event description:
It was reported that the right ventricular lead superior vena cava (svc) impedance was high and the right ventricular (rv) coil impedance had increased and triggered an alert. Review of the trend data showed a chronic, gradual, steady rise which may be attributed to fibrotic encapsulation which electrically impedes current flow as it increases in size and becomes more calcified. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead (B)(6) 2006; 1388tc competitor implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.